Event description:
It was reported that during the implant attempt the lead impedance measurement was 1635 ohms. It was also reported that under fluoroscopy the physician tried to fix the lead into the endocardium but the helix was not out of the lead tip. The physician removed the lead and tried again but the helix would still not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.